Event description:
The company was informed that the patient developed infections at the implant site and in the lymph nodes. The patient was treated with oral antibiotics (type unk). The patient is continued to be monitored by the center. Advanced bionics is currently in the process of gathering more information; once more information is available, a supplemental report will be submitted.